Manufacturer narrative:
No device-related issues were observed through the evaluation of heartmate ii lvas, serial number (B)(4). A direct correlation between the log file findings, reported events, and (B)(4) could not be conclusively established through this evaluation. A power cable disconnect alarm was captured in the log file, followed by a complete loss of power. After the power was restored (clock reset) the system resumed operation at the desired set speed (8000 rpm). This finding appears consistent with the report that both power cables were disconnected. No notable trends in pump parameters were observed in the log files. The pump appeared to be operating as intended when the power cables were connected. The pump was returned assembled with the driveline (dl) cut approximately 1.75¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were severed approximately 1¿ from their hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular system. The hmii lvas IFU and heartmate ii lvas patient handbook state that "at least one system controller power cable must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop." The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event happened at (B)(6). The reported patient cable was reported under MFR # 2916596-2019-03306 and on the battery under MFR 2916596-2019-03307. Approximate age of device ¿ 2 years . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient lost consciousness on (B)(6) 2019 and was found with both of the device's power cables were disconnected. When the patient's caregiver connected the device to the power supply, the patient's consciousness did not recover. The patient was admitted to the hospital and when the facility engineer confirmed the history, a clock reset was recorded. A log file analysis noted several odd voltages recorded on the white cable as well as a string of low battery advisories on day 318 between hour 19 minute 1 and hour 20 minute 43. It was suggested that if the patient cable was over one year old it should be replaced. Also, technical services recommended verifying the cleanliness and pin alignment of the battery clips, as well as ensuring the cleanliness of the battery contacts. Lastly, there was a recorded pump stop though the date/time was unknown due to clock reset after a loss of power to the controller. The date/time prior to this pump stop was day: 320 hour: 19 minute: 56. The following alarms were also reported: low speed advisory, low speed hazard, low battery advisory, low flow hazard. The cause of the low flow, low speed, and loss of power were communicated to be that the patient mistakenly connected to a drained battery. The cause of death was the patient's mishandling of the battery change. The device was operating with new batteries. No further information was reported.